Manufacturer narrative:
Device was received with case cracked behind the device near the battery compartment (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 37 mg/dl. The customer experienced different blood glucose level of 150 mg/dl. The customer did not report any symptoms or treatment for low blood glucose level. Troubleshooting was declined by the customer for low blood glucose level. The insulin pump will be returned for analysis.